Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon evaluation, the trunk cable was cracked and there was an open white pulse wire in the trunk cable. The cause of the adjust belt/check belt messages is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable as evidenced by the cracked connector. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A pt service representative (psr) contacted zoll customer support while assisting a (B)(6) male pt to report adjust belt/check belt messages. The pt was issued a replacement electrode belt.